Manufacturer narrative:
The post market clinical department is in the process of reviewing pt medical records and treatment data info regarding the reported hypotension during hemodialysis. A supplemental medwatch will be submitted at the conclusion of the investigation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date an investigation of the lots delivered to the customer for the product in the three months prior to the event were reviewed and a lot number was not able to be determined. Review of the batch production record for each dialyzer lot number delivered to the facility three months prior to the complaint date did not reveal a probable cause for the customer complaint. All lots passed pyrogen testing, and sterilization dosage was within parameters, all lots passed release criteria. In addition, an investigation of the device manufacturing records was conducted by the manufacturer there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A question was rec'd from a hemodialysis clinic admin via the e-support application about the possibility of an allergic reaction. F/u was accomplished with the facility admin (fa). According to the fa, this pt who was paraplegic from a motor vehicle accident, chronically ventilator dependent, bedbound, and in a nursing home, attempted to dialyze 7 times at her facility without completing any treatments due to shortness of breath, anxiety and frequent hypotension. The pt had been hospitalized in (B)(6) for respiratory failure, sepsis with sound infection, pneumonia, acute-on-chronic renal failure, and severe de-conditioning. She reported his symptoms would resolve shortly after his blood was returned. She stated she contacted the e-support line because she was searching for any reason these symptoms were occurring. According to medical records, the dialyzer was changed to another MFR's prod and the pt experienced hypotension (blood pressure 84/37) and anxiety after 15 minutes. Treatment was terminated and the pt was hospitalized. He returned to the clinic for one treatment and experienced feeling sick. Not responding as usual, having a panic attack. His blood was returned and treatment terminated early. Later his creatinine found to be 1.6 and dialysis was discontinued. The pt is doing well. On (B)(6) 2015 blood pressure: pre treatment 107/67; post treatment 88/54. Machine settings: 2k 2.5 ca acid; sodium 140 meq/l; bicarb 31 meq/l; blood flow rate 400; dialysate flow rate 600.